Event description:
When the package was opened, the distal tip of sheath introducer for an optease vena cava filter kit, was found frayed at the marker area. The patient is a (B)(6) female. The patient was undergoing an ivc (inferior vena cava) filter insertion. There was no damage noted to the outer packaging. The product looked normal when taken from its packaging. There was no mishandling of the product. It was noted that the distal tip was not exposed to any sharp objects. As per the affiliate, "it was only reported the distal tip (the marker area) was observed frayed." The product was not used in the patient. A new device (same catalog#, lot unknown) was opened and the procedure was completed successfully. There was no reported injury to the patient.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
When the package was opened, the distal tip of sheath introducer for an optease vena cava filter kit, was found frayed at the marker area. There was no damage noted to the outer packaging. The product looked normal when taken from its packaging. There was no mishandling of the product. It was noted that the distal tip was not exposed to any sharp objects one non sterile 6fr sheath introducer a 6fr vessel dilator and a 6fr obturator were received inside a plastic bag. The brite tip from the cannula was received damaged. No visual anomalies were found on the vessel dilator or the obturator. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing process that can be related to the reported complaint. The damage reported by the customer on the brite tip was confirmed during analysis. The cause of the damage on the brite tip could not be determined since during the manufacturing process of the product no tools or process step are in place that can made this type of damage on the tip. Controls are in place to prevent any type of damage on the brite tip leave the facility. Neither the analysis nor the DHR review suggests that the failure experienced by the customer could be related to the manufacturing process. No corrective action will be taken at this time since as there are no indications that the complaint is related to manufacturing process. With the limited amount of information available it is not possible to draw a clinical conclusion between the device and the event. However, this might have been caused during shipping, storage, or handling of the unit.